Event description:
In 05, the lay user/reporter contacted lifescan and alleged that the test would not start on family member's. One touch ultrasmart meter. The medical affairs specialist attempted to contact the reporter/patient 2 days later to verify/obtain further information. However, there was not answer and no option to leave a message. A letter will be sent. The report alleged that the test would not start on the subject meter. The patient was feeling dizzy and "sick to stomach". It is not known if the patient had attempted to test on the meter at the time she was experiencing the symptoms. A medical professional treated her with IV. There is no further information provided. At the time of troubleshooting, it was verified that this was not a new product and that enough sample was applied to test strip. The reporter was asked to retest with a new test strip and a sufficient sample size, but the test did not start. He was then asked to retest with a strip from a new vial, but the tissue persisted and the test would not start. It would be helpful to know the information regarding the IV treatment administered. The issue was not resolved with troubleshooting. A replacement meter, control solution, and test strips were sent to the lay user/patient.